Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: 0-ring fell off the 12mm trocar, on outside of patient, not intra-abdominally. This caused insufflation to leak. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.